Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a psychical discordance not related to the icl procedure. In a separate visit, during a lens explantation procedure the patient experienced an intraoperative high pressure which caused an iris prolapse. In a third, separate visit the lens was explanted and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - iris prolapse. Claim # (B)(4).